Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2016 with the following findings: investigators were unable to adequately investigate the original no power complaint; during testing, the pump powered on with intact auditory and vibratory alerts but a persistent blank screen display. There was no damage to the battery compartment or the battery cap. In addition, no power reboots were noted with the fastened battery cap. The review of the black box data showed multiple consecutive cs054 alarms which may cause the display to be blank for several seconds. The pump cover was removed and no intermittent condition was observed to the power circuit. Further inspection revealed an intermittent condition to the printed circuit board due to a missing slave signal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.